Event description:
It was reported that. Patient has been inserted PICC line for ca stomach, after few days came back with pain in upper arm, diagnosed as dvt involving the right upper limb vein. Chemo regimen has been interrupted and oral anticoagulant started, difficult to use PICC line. Additional information received 08/02/2023: device inserted basilic vein on upper arm. Patient complained of pain on site of insertion at upper arm. Catheter was not removed. Patient was diagnosed with ca stomach. Oral anticoagulant was given.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.